Event description:
Customer reported erroneous high accu tni (troponin I) test result was obtained for one patient sample when using the access 2 immunoassay system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were not reported out of the laboratory. Repeat analysis was performed. The test results were within the normal range. No report of death or serious injury, and no affect to patient treatment as a result of this event.

Manufacturer narrative:
The customer reported that this is an on-going issue with erroneous high troponin results on the initial test. Sample was collected in a 5 ml plastic lithium heparin plasma tube with gel separator. Sample was micro-filtered into a 13x75 mm plastic tube. Sample had 'normal' appearance, was not a short draw, and displayed no visible evidence of fibrin. Quality control (qc) in the last 24 hours has all been passing very close to the set mean. All three levels of qc were run on the overnight shift and level 1 qc is also run on the day and evening shifts. No system check data was provided. There were no event log messages. On (B)(4) 2009, the field service engineer evaluated the analyzer due to another report of erroneous high troponin result. No hardware issues were identified at that service call. On (B)(4) 2009, the field service engineer re-verified system performance and no hardware issues were noted. Fse evaluated samples and noted a reddish "button" on the bottom of approximately 30% of samples, which can indicate poor sample collection or preparation techniques. Discussed sample handling with customer. Root cause was not determined, but could be related to sample handling. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 through october 23, 2010 for additional reportable events.